Event description:
The patient contacted animas on (B)(6) 2013 reporting that for the past few months the up and down keypad buttons have been intermittently unresponsive and required multiple presses to elicit a response. The patient also stated that the keypad symbols were worn. The patient denied damage to the keypad and no moisture to the pump. The patient reportedly wore the pump in a pocket and cleans the pump with a dry cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings: evaluation revealed that all of the buttons were intermittently unresponsive and required multiple presses to elicit a response. The keypad was fully intact but the keypad symbols were worn. Evaluation revealed that there was contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen is dim and faded and the screen is discolored upon start up and difficult to read. Investigators replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.